Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that post implant of an implantable pulse generator (ipg) system the patient experienced a "shooting sensation and a burning sensation inside". It was also reported by a patient representative that the patient experienced a possible infection. The ipg system remains in use. No further patient complications have been reported as a result of this event.